Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Abstract "results of surgical treatment of periprosthetic femoral fractures" in the dutch journal of trauma surgery issue (B)(6) 2010 is a study of 29 patients who were treated for femoral periprosthetic fractures. All patients were hospitalized between january 2000 and june 2008 for treatment of the fracture. This pi is for patient 25 of 29, who suffered a classification c femoral fracture and was treated with a t2 femoral nail.